Event description:
It was reported that the insulin pump quit working, did not deliver insulin, and did not alarm to notify the customer of the absence of delivery. The blood glucose reading was 250 mg/dl. The customer's mother stated that the customer had taken herself off the insulin pump because she does not trust it and has reverted back to manual injections. Her doctor advised that the insulin pump was not delivery basal rates and recommended replacement of the device. The customer's mother reported that the device went 3 days without administering insulin without any notification. She also recalled that she had performed a tube clamp test and the device had not passed. Advised discontinuation and replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.